Manufacturer narrative:
The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No relevant manufacturing process changes were implemented, that could have led to the event reported. Based on the investigation of the provided images it is confirmed that the stent was twisted in the sfa. A strut fracture could not be identified. Potential factors that could have led or contributed to the event reported have been evaluated. Therefore previous investigations of similar complaints have been reviewed. A root cause analysis for the failure mode of twisted stents has been previously performed to determine the root cause for this kind of event. Based on the root cause analysis performed, twisting of this kind of stent is caused by interactions of various use related and anatomical factors with the given stent design. Due to the helical structure the stent has an inherent tendency to rotate clockwise upon deployment of the delivery system. The failure mode may occur when this rotational movement is constricted during stent deployment or when rotational forces are applied externally on the stent. There may be also various physical forces, including individual patient factors, contributing to the twisting of a stent in this region. Based on the information available and the evaluation of the images provided, a definite root cause could not be determined. In reviewing the labeling supplied with this product it was found that the IFU sufficiently describe the correct deployment of the stent. The IFU states: 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum (...) With distal end of the stent apposing vessel wall, deployment continues with the following method: while maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end', and 'predilation of the lesion should be performed using standard techniques'.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). Not returned.

Event description:
It was reported that during deployment in the pre-dilated left sfa, the vascular stent suddenly twisted and fractured after being released approximately 10 cm. An additional balloon dilation was necessary to expand the fractured stent to reduce the lesion. No additional stent was used. No patient injury was reported.